Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was elevated. It was noted there was increasing/varying atrial threshold from 0.5 to 1.5 volts. Atrial impedance greater than 34018 ohms starting.

Event description:
It was reported that the right atrial (ra) lead exhibited impedance greater than 1000 ohms, high thresholds, no capture, and was confirmed to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.